Event description:
During cardiac catheterization the balloon was placed across the stent and stretched and inflation was performed. Attempts at pulling the balloon back into the guide catheter were unsuccessful. Each time the balloon catheter was pulled on, the guide catheter would deep seat in the vessel. The "balloon was caught on something", according to the physician. The entire system was removed but the double marker of the balloon was found to be still left in the small marginal branch. This was removed on 7/5/2000 during a scheduled CABG without difficulty or consequence to the pt.